Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after placement of the PICC inside the patient, the physician attempted to test the blood return and found that the liquid leaked from the side of the catheter. No harm to the patient was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, but where or when the catheter was damaged cannot be verified. One 2 fr per-q-cath PICC was returned for evaluation. The PICC was received with the stylet in the lumen. The catheter length had not been modified. The distal tip of the stylet was located 1.5mm proximal to the last graduation, which indicates that the stylet position had been modified. During manufacturing, the distal tip of the stylet is positioned between the last graduation and the distal tip of the catheter. The stylet hang tag was not attached to the stylet. A functional test revealed a leak between the 0 and 1 cm depth mark. Elastic weakness was detected in the tubing around the leak site. The leak site was microscopically examined and one longitudinal split was found on the external surface of the tubing. The tubing was cut longitudinally to examine the leak site from within the catheter, which revealed similar damage on the internal surface of the tubing. The adjoining surfaces of the split tubing revealed a granular appearance. It appears that the reported leak was caused when the catheter was compressed against the stylet. The catheter may have been compressed against the stylet while in transit, storage, or preparation for insertion. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿

Event description:
It was reported that after placement of the PICC inside the patient, the physician attempted to test the blood return and found that the liquid leaked from the side of the catheter. No harm to the patient was reported.